Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing charging supplies, and the pump began charging successfully without further assistance.